Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call tha she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital (B)(6) 2014. The customer was experiencing symptoms of denigration nausea and sweating. The customer doesn't recall any significant event leading to the hospitalization. The cause of hospitalization as per healthcare provider was denigration and diabetic ketoacidosis. The customer was in the hospital for 2-3 days. The customer was on meds and drip.